Manufacturer narrative:
There are no allegations of any system or component failure or malfunction and the original system remains in use with the patient after moving the components to a more optimal location. The source of the patient symptoms appears to be directly related to the placement of the ipg with relation to the patient anatomy.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. Patient subsequently reported ongoing issues maintaining communication between the implantable pulse generator (ipg) and the external therapy discs, leading to inadequate pain relief. In (B)(6) 2023 the patient met directly with the physician and it was determined that the placement of the ipg in the lower back was too lateral and fell under a skin fold that had not been apparent when the patient was positioned for the initial implant of the system. Additionally, the patient had experienced some weight gain that was likely exacerbating the communication issues. On (B)(6) 2024 the patient underwent a surgical procedure to move the ipg more medial and superior, to a position with improved tissue support and no skin fold.